Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue regarding the device will not turn on, was observed during our evaluation. However, the report could not be duplicated. As a result, the power interface module board (pim) board and ribbon cable were scrapped and replaced to reduce the probability of recurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.